Event description:
It was reported by service report that the siderail panels and siderail modules are broken allowing for potential fluid ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - module.